Event description:
During pocket closure, the patient became hypotensive. Medicine returned the patient to normal blood pressure, but some minutes later, the patient had very low oxygenation and did not respond to stimulus and remained in a coma for one hour, after which the patient responded to the physician. Sensing thresholds had decreased and capture thresholds had increased. When the patient was stabilized, the lead was successfully repositioned. Patient outcome was go od.

Manufacturer narrative:
No medwatch form was received.